Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated. A magnet was placed over the device and no response was observed. A revision procedure was scheduled and this ICD was explanted and replaced. During the revision an increased pacing threshold was observed on the right atrial (ra) lead and all other electrical measurements were within normal limits. The cause of the depleted battery was undetermined. No additional adverse patient effects were reported.